Event description:
I was implanted with the depuy pinnacle ultamet total hip replacement system on (B)(6) 2004 and I woke up on (B)(6) 2009 in excruciating pain and unable to stand, or walk. I was told, by x-ray, that nothing was wrong with the implant for a total of five years by various orthopedic specialist until I had my blood work independently drawn to reveal that the pain was coming from elevated chromium and cobalt levels. Because I was uninsured, I was forced to go to another hospital emergency room ((B)(6)) where I received the same care (x-ray, pain medication, and referral to an orthopedic specialist). I was insured on (B)(6) 2010, and went to (B)(6) on (B)(6) 2010 and received an x-ray, a hip injection, and a prescription for pain medication and a referral to a spine specialist because dr. (B)(6) said that my x-rays did not show anything wrong with my implant. I was referred to (B)(6) where I received a spine injection from dr. (B)(6) who strongly suggested two spine surgeries (of which I declined because I knew that I had a hip problem and not a back problem) between (B)(6) 2010. I was referred to (B)(6) between 2010 and 2014 until I had labs drawn (B)(6) 2012 that showed elevated chromium and cobalts levels and again (B)(6) 2014 until I had labs, drawn (B)(6) 2012 that showed elevated chromium and cobalts levels and again (B)(6) 2014 where dr. (B)(6) revised my hip implant (B)(6) 2014, but it left me in muscle pain from the revision and I have been in pain ever since. I did not have medical insurance, but took a chance and went to (B)(6) on (B)(6) 2009 where received x-ray and pain medication with a referral to see an orthopedic specialists (who do not see uninsured pts).